Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endoyascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm diameter are unknown. It was reported that an aortic cuff made by the physician was implanted initially, followed by deployment of the bifurcated stent graft. It was reported that there was a fold in the stent graft above the flow divider, and a slight type I endoleak was noted. It was reported that the endoleak was resolved with implantation of a palmaz stent or balloon angioplasty. No add'l clinical sequelae were reported, and the pt is reported to be fine.